Event description:
Reportedly, after the lead select button was pressed to change from lead ii to paddles, the device monitor showed the pt rhythm briefly, power spontaneously shut off and the 'screen went blank'.